Event description:
It was reported that during a total lap hysterectomy procedure, the top jaw was broken. The surgeon may have gone over a clip. There were no patient consequences. Case completed with another device of the same product code. .

Manufacturer narrative:
(B)(4). The device was received with the I-blade cracked.the device was tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged I-blade. There is insufficient evidence related to what caused the damage; a possible cause of the damage to the I-blade could be not allowing thick and fibrous tissue to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.